Event description:
A nurse reported that during surgery, the system lost the ability to control the intraocular pressure. The pt sustained choroidals. Additional info has been requested, but no further info has been provided.

Manufacturer narrative:
The customer called and spoke with a company technical support specialist (tss) to assist with troubleshooting. The customer sent the event log to the tss who reviewed the log and determined that too much perfluorocarbon (pfo) or manipulating of the eye will cause fluid back up the infusion cannula and fill the chamber. The system message cleared once fluid level went back down. No service was requested, no samples were returned for eval and no additional info was provided relating to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).